Event description:
It was reported that during a cryo ablation procedure, it was not possible to complete the ablation. The balloon catheter was replac ed which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the afapro28 balloon catheter of lot number 27094 and the data files were returned and analyzed. Two patient files were received and recorded on the reported date of the event. Patient file #1 showed three applications were performed using a catheter identified as afapro28 balloon catheter of lot 27094. Patient file #2 showed six applications were performed using catheter number 1 identified as afapro28 balloon catheter of lot 27094. Patient file #2 showed two applications were performed using catheter number two identified as afapro28 balloon catheter of lot 27094. Patient file #1 showed system notice 50032 (the safety system has detected a compromised outer vacuum) during ablation at application #1,2 and 3. Patient file #2, using catheter number 1 identified as afapro28 balloon catheter of lot 27094 showed system notice 50032 (the safety system has detected a compromised outer vacuum) during ablation at application #3,5,6. Patient file #2, using catheter number 1 identified as afapro28 balloon catheter of lot 27094 showed system notice 50032 (the safety system has detected a compromised outer vacuum) during inflation at application #6. External visual inspection of the balloon segment was carried out and showed blood/fluid inside the balloon. External visual inspection of the electrical handle segment showed the female coaxial connector was detached from rear strain relief. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for nine applications on the reported event date. During functional testing, the console terminated the application and triggered system notice #50005 indicating that the safety system detected fluid in the catheter and stopped the injection. During pressure testing of the balloon segment, a double-balloon breach condition was identified. Dissection did not show any signs of lifted thermocouple wires or leak detection wires that could have caused the breach. In conclusion, the catheter failed the return product inspection due to a double balloon (inner balloon & outer balloon) breach observed and a female coaxial connector / rear strain relief detachment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.